Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. Leak/force/fill tests were performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging a call service alarm issue. The reporter stated that an occlusion alarm occurred prior to a call service alarm; the call service alarm cleared after changing the site/set/cartridge. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.